Event description:
The pt reported that her infusion device is beeping and displayed 2.01 on the infusion device screen. She stated that the power pack has been in the infusion device for maybe 1 week. She did not have another power pack to insert into her infusion device at this time. The pt tried to reinsert the currently used power pack back into her infusion device, but it continued to alarm and display the 2.01. She was advised to try another power pack and to call back if a new battery does not fix the issue. The pt has been notified of the power pack recall. The pt is being sent replacement power packs. The pt's blood glucose was not affected. No medical treatment was necessary. The product has been requested for return to be evaluated.